Manufacturer narrative:
(B)(4). Customer returned an opened kit containing multiple components for evaluation. Visual examination of the kit revealed the swg assembly to be broken at the thumb guide, as a result, the exposed swg guide was also observed to be kinked at the same location. The introducer needle was also observed to be broken and the catheter over needle was observed to be bent. None of the returned components showed any signs of use. The finished kit tray was observed to have kinks or bends. That is consistent with when the kit is damaged during shipping and handling. The kink in the guide wire measured at 58mm from the distal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed one kink in the guide wire body and no evidence of use was observed. The damage observed is consistent with damage during transit. A device history record review was performed based on sales history with no relevant findings. Based on the sample received, shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that when the set was opened it was noted that the guidewire advancer was broken.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that when the set was opened it was noted that the guidewire advancer was broken.